Event description:
Pt received 500 ml of 25,000 u heparin solution over a 2 hour 10 minute period. The infusion was controlled by a mechanical device. On 6/9/95, in presence of the MFR's representatives, the co pump was opened and there was a disconnect of the black wire from the upper slide connector on the doors micro switch. This switch is normally "closed" and is "open" when the door lock is properly tightened. The missing wire connection resulted in a door lock "ok" condition regardless of the position of the door lock. The result was an alarm malfunction.